Event description:
The user facility reported that a fiber leak was noted shortly after the initiation of dialysis treatment. 3 similar observations of a fiber leak were all reported at one time with little event specific info. These events involved both first-use and reused units. The blood loss for each pt was reported to be approximately 5 to 10-cc. The involved pts are reported to be fine and did not require any medical intervention.